Manufacturer narrative:
Other applicable components are: product ID 37642, serial# (B)(4), product type: programmer, patient.

Event description:
The consumer reported that the patient programmer was going through batteries too often, noting that they were replacing them every two weeks. This began within the last six months. This was not an out of box failure. The consumer also reported that there was a loss of stimulation and return of symptoms. The consumer was with the patient in a motel conference room and he was not able to stand up or hardly walk. This was in (B)(6) 2016. The programmer was in his pocket at the time and the consumer checked the implantable neurostimulator (ins) status. She verified that the ins had been turned off, which was unexpected, and they believed the ins was turned off by the programmer while it was in the patient's pocket. The consumer noted that the patient was able to "tell when the programmer batteries were getting low." The symptoms resolved after they turned the ins back on and the issue had not occurred since. The patient's indication(s) for use were parkinson's dual and movement disorders.

Event description:
Follow-up was received from the healthcare provider who stated that the cause of the implantable neurostimulator turning off unexpectedly was likely the patient turning the device off themselves.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.